Manufacturer narrative:
Lot# 14h278. Visual inspection; device history review; complaint history review; risk assessment; no relevant manufacturing issues were identified as all units met stryker specifications. The returned connector was confirmed to have a jammed set screw, which was fully backed out. It is likely that the set screw was fully backed out past the acceptable range, which resulted in the set screw being jammed. The most likely cause of the customer reported event is over-torqueing of the set screw while backing it out.

Event description:
It was reported that; during small surgery, the surgeon used the cross connector. And the surgeon used the set screw driver. However, it wasn't possible to tighten the set screw. When the surgeon checked the cross connector, the set screw was broken. Therefore the surgeon changed the cross connector to another same size product.

Event description:
It was reported that; during small surgery, the surgeon used the cross connector. And the surgeon used the set screw driver. However, it wasn't possible to tighten the set screw. When the surgeon checked the cross connector, the set screw was broken. Therefore, the surgeon changed the cross connector to another same size product.